Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address hip dislocations x3 within a 2 week period. Liner and head removed and scar tissue from the anterior portion of the hip. Also, a constrained liner was implanted and a plua 5 femoral head. Hip was stable on the table. Both stem and cup were well fixed and left in situe.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> 3546662 ; device history review ==> investigation methods/ evaluation results: DHR review product code 136551000, work order (B)(4) was manufactured on 05 december 2012. 37 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address hip dislocations x3 within a 2 week period. Liner and head removed and scar tissue from the anterior portion of the hip. Also, a constrained liner was implanted and a plua 5 femoral head. Hip was stable on the table. Both stem and cup were well fixed and left in situe..